Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation; the distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the helix would not retract. The rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).